Event description:
Reporter stated being incoherent and paramedics were called. Reporter stated the alleged blood glucose monitoring device was in use prior to being coherent but could not provide the value. Reporter stated the paramedics blood glucose device = 25mg/dl. Reporter stated being transported to the hospital where remaining for a couple of days and given IV treatment, however the contents were unknown. Reporter indicated no controls were in used. A request was made for the return of the suspect device and replacement product was sent.